Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and was not able to duplicate the reported issue using this removed part. A further root cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device repeatedly powered off unexpectedly. There was no report of patient use associated with the reported event.